Manufacturer narrative:
H.6. Investigation: one used sample model 10010453 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The sample showed a much slower flow rate than expected and was unable to prime in a reasonable time. Due to the lipid solution being in the filter and line for an extended period of time the slower than expected flow is possibly due to the viscosity of the lipid solution and/or the possibility of the lipid solution coagulating. See the attached ¿filtering out the facts: recommendations to optimize performance of in-line filters for parenteral nutrition and intravenous fat emulsion infusions (ivfe)¿ for additional information regarding the use of ivfe with in-line filter administration sets. A device history record review for model 10010453 lot number 20105711 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20105711 regarding item #10010453.

Event description:
It was reported that 4 gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 10010453 batch no: 20105711. Lipid filter occluding with both smof & intralipids in peds.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced flow issues. The following information was provided by the initial reporter: material no: 10010453 batch no: 20105711. Lipid filter occluding with both smof & intralipids in peds.